Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was not completed due to the unavailability of the same device. There were no patient complications nor injuries reported.